Event description:
Newlife oxygen concentrator involved in fire, no injury, mainly smoke damage in the room.

Manufacturer narrative:
Presently coordinating an examination of the device. A follow-up report will be submitted when the evaluation had been completed.